Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in storage mode due to low battery voltage. Review of stored device memory verified that the device did declare eol without declaring elective replacement indicator (eri). Analysis noted that the fault message appeared to be a charge time out fault and found that the device had 92 minutes of charge time and that the patient/device appeared to be in constant episodes not allowing the daily measurements to happen. When daily measurements were finally able to be performed, the battery voltage and charge times were at eol, causing the device to skip eri (normal device function). The device was then programmed out of storage mode to verify therapy. The device was unable to charge and deliver a full energy shock due to the low battery voltage and the increased cell impedance at the end of life. The device was programmed to .1 joules and was able to charge and deliver a .1 joule shock. The device was then exposed to simulated heart load conditions, the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room following anti-tachycardia pacing (atp) and multiple shocks over a two day period for a ventricular tachycardia (vt) storm. Upon interrogation of the device, a data check fault message was observed and the device was observed to have reached end of life (eol). It was reported that the monitoring voltage was 2.41 volts one month ago and the current monitoring voltage was 1.96 volts. Boston scientific technical services (ts) discussed that the device was below eol and recommended replacement. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and replaced four days later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.